Event description:
It was reported that the purewick female external catheter gave urinary tract infection to the patient. It was unknown what medical intervention was provided for the urinary tract infection. Per customer via phone on 18jun2024, it was reported that the customer used the purewick in the hospital with no issue and stated they decided to purchase one for home. The customer stated that they used the catheters a few times but was unsure if they was placing them correctly. They stated they developed urinary tract infection shortly afterwards and sought medical attention. The patient was prescribed antibiotics and the urinary tract infection cleared.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter gave urinary tract infection to the patient. It was unknown what medical intervention was provided for the urinary tract infection. Per customer via phone on (B)(6)2024, it was reported that the customer used the purewick in the hospital with no issue and stated they decided to purchase one for home. The customer stated that they used the catheters a few times but was unsure if they was placing them correctly. They stated they developed urinary tract infection shortly afterwards and sought medical attention. The patient was prescribed antibiotics and the urinary tract infection cleared.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate material selection - materials of construction are not biocompatible". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: indication for use: the purewick female external catheter is intended for non-invasive urine output management in female patients. Contraindications: patients with urinary retention warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Maintain suction until the purewick female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. Assess device placement and patients skin at least every 2 hours. Replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.